Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the vitrectomy probe failed, initially it was reduced and then insufficient performance during pars plana vitrectomy. The other surgery details were unknown. There was no information about patient impact. Additional information was requested but non-received till date. This report pertains to one of the probes involved in this complaint.

Event description:
A nurse reported that the vitrectomy probe failed, initially it was reduced and then insufficient performance during pars plana vitrectomy. The other surgery details were unknown. There was no information about patient impact. Additional information was requested but non-received till date. This report pertains to one of the probes involved in this complaint. Upon further assessment, it was identified that the issue was not related to cutting or aspiration but rather poor performance of the probe.

Manufacturer narrative:
Corrected information provided in b.2, b.5 and h.11. Upon further assessment, it was identified that the issue was not related to cutting or aspiration but rather poor performance of the probe. No further report will be submitted under manufacturing report number 1644019-2025-05143. The manufacturer internal reference number is: (B)(4).